Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss411) was returned for investigation. Visual evaluation of the as returned product identified that it was severely fractured across the threads. Additionally, there was bone residue around the external threads due to usage. Device history record (DHR) review for the lot (2010070680) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2010070680) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Email unknown / not provided.

Event description:
It was reported that the implant at tooth site # 6 fracture and it was completely removed.